Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (female, (B)(6)), with a history of persistent atrial fibrillation, underwent a cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. After cardioversion, there was a drop in blood pressure. The pericardial effusion was confirmed by intracardiac echo (ice). The caller reported that the medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition. The account will be retaining the catheter and will not be available to return for analysis. Initially, it was reported that the physician was unsure of the cause of the injury. However, additional information was received stating that according to the physician¿s opinion, the cause of the event was related to the procedure and patient condition. The patient remained overnight in the ICU with a pericardial drain in place. The patient¿s condition has improved. The event occurred during use of biosense webster,inc. Products, post ablation. . The activated clotting time was maintained over 250 during procedure. Transseptal puncture was performed with a brk needle (#407200, st. Jude medical). There was no evidence of steam pop. Standard irrigation flow settings were used. There were no error messages observed on the biosense webster, inc. Equipment during the procedure. Dashboard, vector and visitag were used for force visualization. The visitag settings were 3mm/3s; fot 25% 3 g; 3mm tag size. Impedance was used as prospective coloring option.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441952m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).